Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "discrete enlargement of submandibular lymph nodes unilaterally, which were only palpable around less than 1 cm, but without any pain or tenderness" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient injected with [unspecified] juvéderm® volift¿ in the preparotid region and [unspecified] juvéderm® voluma¿ in the jawline area. A few days later, patient "developed discrete enlargement of submandibular lymph nodes unilaterally, which were only palpable around less than 1 cm, but without any pain or tenderness. Prior and after the administration of dermal fillers, skin was cleansed with antiseptic solution octenisept thoroughly. Lymph nodes resolved spontaneously after 7 days. Patient is healthy." This is the same event and the same patient reported under MDR ID# 3005113652-2021-03420 ((B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma®.